Event description:
On 19th march 2024, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens failed to open upon insertion into the patient's eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens failed to open upon insertion into the patient's eye. The iol was explanted and exchanged during the original surgery session without injury to the patient. The additional information received identifies that resistance was experienced by the user during the injection process. The "use of rayone" section of the IFU "fig 7" reads "press the plunger in a slow andcontrolled manner. If excessive resistance is felt thiscould indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone aspheric rao600c batch 089142225 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.